Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision due to elevated pacing impedance and a high capture threshold. The rv lead was capped, and a new rv lead was placed on (B)(6) 2025. The patient condition was stable.